Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high, out of range impedances of 2037 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedances, and the impedance trend shows a gradual increase until the safety switch occurred. Additionally, the ventricular amplitude is out of range measured at 1.3 mv. The presenting electrocardiogram shows the device is operating as programmed. Further review is recommended. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high, out of range impedances of 2037 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedances, and the impedance trend shows a gradual increase until the safety switch occurred. Additionally, the ventricular amplitude is out of range measured at 1.3 mv. The presenting electrocardiogram shows the device is operating as programmed. Further review is recommended. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: reprogramming changes were made at the last in clinic follow-up. Since then, the lv lead performance has remained stable with normal daily measurements observed. The patient will continue to be monitored via latitude (remote monitoring). This lead and the related device remain implanted and in service.